Event description:
Physician later reported there was no complaint against the left side non-PMA device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Physician reported rupture. This relates to the left side. Device status is unknown.